Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located on the 1st floor at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake pads were out of adjustment. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician adjusted the brake pads to resolve the issue. Based on this information, no further action is required.